Event description:
It was reported that slow balloon deflation occurred. The target area was in the severely calcified and moderately tortuous abdominal aorta. A 27/7/2/100 equalizer¿ occlusion balloon was advanced and inflated twice. After the 2nd inflation, the physician attempted to deflate the balloon with a syringe, but was unable to deflate the balloon. The physician attempted to deflate the balloon several times and after performing deflation for about a minuted, it was confirmed that the balloon gradually deflated. Eventually, the balloon deflated completed. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that slow balloon deflation occurred. The target area was in the severely calcified and moderately tortuous abdominal aorta. A 27/7/2/100 equalizer¿ occlusion balloon was advanced and inflated twice. After the 2nd inflation, the physician attempted to deflate the balloon with a syringe, but was unable to deflate the balloon. The physician attempted to deflate the balloon several times and after performing deflation for about a minuted, it was confirmed that the balloon gradually deflated. Eventually, the balloon deflated completed. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it was has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is ny further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR:the balloon was returned for analysis. After a brief soaking to remove debris the balloon was inflated and deflated. The balloon was inflated and deflated with ease numerous times . The balloon and catheter was analysed for defects; none were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).